Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
Per maude report: lumbar epidural analgesia for labor performed with 19 gauge x 90cm flextip plus without complication. After delivery, 2 attempts to remove catheter were unsuccessful due to knotted catheter. The patient remained asymptomatic, neurologically intact. Neurosurgery service was contacted, recommended CT scan without contrast l/spine. CT performed on (B)(6) 2017 showed a thin catheter extending from dorsal left paramedial subcutaneous soft tissue, entering epidural space at 14-15 level. Catheter appeared coiled on itself within the dorsal aspect of spinal canal. On (B) (6) 2017 in the operating room, the patient underwent lumbar removal of catheter from 14-15 epidural space. A knot was noted which was preventing catheter from being removed prior to surgery. The catheter was removed in its entirety and sent to pathology. There were no sequelae and the patient was discharged home on (B)(6) 2017. Dates of use: (B)(6) 2017. Diagnosis or reason for use: labor analgesia. "Is the product compounded: no". There was no contact information provided in the report.

Manufacturer narrative:
Qn# (B)(4). A device history record review was performed on the epidural catheter with no relevant findings. The IFU for this kit, e-17019-109a; rev. 05, was reviewed as a part of this complaint investigation. The IFU warns the end user, "never advance the catheter more than 5 cm. Advancing the catheter more than 5 cm increases the likelihood of the catheter tip being placed into the anterolateral portion of the epidural space and increases the potential for the catheter knotting." The IFU warns the user, "never tug or quickly pull on catheter during removal from patient to reduce risk of catheter breakage. Do not apply additional tension on the catheter if catheter begins to stretch excessively. Reposition patient to open the vertebral interspaces and re-attempt removal if resistance is encountered or if catheter stretches excessively during removal. If further catheter resistance is encountered, the literature indicates "stretch catheter slightly and tape it to skin, creating constant tension on the catheter, as patient relaxes and moves, forces holding indwelling portion of catheter diminish and the constant tension on the catheter (created by stretching and taping) will facilitate retraction from the epidural space." Other remarks: complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed on the epidural catheter with no evidence to suggest a manufacturing related cause. Therefore, the potential cause of catheter being difficult to remove could not be determined based upon the information provided and without a sample.

Event description:
Per maude report: lumbar epidural analgesia for labor performed with 19 gauge x 90cm flextip plus without complication. After delivery, 2 attempts to remove catheter were unsuccessful due to knotted catheter. The patient remained asymptomatic, neurologically intact. Neurosurgery service was contacted, recommended CT scan without contrast l/spine. CT performed on (B)(6)2017 showed a thin catheter extending from dorsal left paramedial subcutaneous soft tissue, entering epidural space at 14-15 level. Catheter appeared coiled on itself within the dorsal aspect of spinal canal. On (B)(6)2017 in the operating room, the patient underwent lumbar removal of catheter from 14-15 epidural space. A knot was noted which was preventing catheter from being removed prior to surgery. The catheter was removed in its entirety and sent to pathology. There were no sequelae and the patient was discharged home on (B)(6) 2017. Dates of use: (B)(6)2017. Diagnosis or reason for use: labor analgesia. "Is the product compounded: no". There was no contact information provided in the report.